Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted multiple call service alarms. It was noted that the call service alarms were not able to be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/22/2014 - device evaluation:the pump has been returned and evaluated by product analysis 01/09/2014 with the following findings: a review of the pump history showed multiple call service alarms on 10/31/2013. During testing, the pump powered on with a call service alarm that was not able to be cleared. Audio tones and vibration were found to be fully functional. The pump cover was removed and the voltage reading was found to be out of the required specifications. A component on the printed circuit board was found to be defective.the component was replaced and the voltage reading returned to the required specifications. The pump was able to power on normally and displayed the ¿verify¿ screen. During testing, the pump was primed and exercised with no alarms occurring.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.